Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had passed away during a supposed controller changeout. The log files were sent for review and it appeared that there were several power cable disconnects/low voltage advisories prior to a pump stop due to both power sources being disconnected. Family reported the controller fault was the reason for the controller exchange, but none were seen in the log files. The power was re-applied and the pump ran for 1 hour and 14 minutes. Then a loss of power to the controller again. The power was reapplied and the pump then ran for 8 minutes until the driveline was disconnected from the pump. An inspection of the controller noted that the black lead had remnants of another connection broken off in the connector itself that would prevent a reconnection to another power source. There was no way to know whether this happened before or during the changeout. Additionally, a controller clock reset appears to have been related to another low voltage/ loss of power event. It could not be determined whether these occurred on the power module patient cable or batteries. The controller would be sent back for further analysis, with the broken connection reinserted back into the black lead as found. Manufacturer reference report number: 2916596-2022-10904.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed pump stop and controller clock reset events consistent with complete losses of power to the patient¿s epc controller; however, a specific cause for the complete losses of power could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists death as an adverse event that may be associated with the use of the heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). Section 2 of the IFU, ¿system operations¿, warns that at least one system controller power cable must be connected to a power source at all times. This section also states ¿ensure that the patient understands the importance of having a caregiver present during system controller exchange if at all possible, and that all labeling instructions are followed, including calling hospital contact if instructed¿. Section 3, ¿powering the system¿, provides instructions for exchanging power sources under ¿switching power sources¿. Section 7 of the IFU, "alarms and troubleshooting", outlines all system controller alarms, including pump off, low speed, and low flow alarms, as well as how to respond to each alarm condition. Section 2 of the patient handbook, ¿how your heart pump works¿, provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 5 of the patient handbook, ¿alarms and troubleshooting¿, also outlines all system controller alarms, as well as the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log file contained data from day 194, hour 9, minute 1 through day 200, hour 22, minute 23. Following this timeframe, the controller clock reset to day 0, hour 0, minute 0. The pump operated at or above the low speed limit from the beginning of the file until just after day 200, hour 22, minute 23 when low speed operation and pump stop events associated with low speed advisory, low speed hazard, and low flow hazard alarms were captured. The controller clock reset multiple times during these events, indicating complete losses of external power to the controller. Several minutes after the last clock reset, the driveline was disconnected and remained disconnected for the remaining duration of the file. Although a specific cause for the complete losses of power could not be conclusively determined through this evaluation, the pump appeared to function as intended. No further information was provided. The manufacturer is closing the file on this event.